Event description:
It was reported that the pump usb port was broken, and subsequently the pump battery could not be charged. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.